Manufacturer narrative:
Concomitant medical products: product ID 8598a lot# serial# (B)(4) product type catheter product ID 8596sc lot# serial# (B)(4) product type catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 20-feb-2022, UDI#: (B)(4); product ID: 8596sc, serial/lot #: (B)(4), ubd: 31-jan-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving dilaudid (hydromorphone) (unknown dose and concentration) via an implantable pump for unknown indications for use. It was reported that on (B)(6) 2021 the patient reported diminished efficacy of boluses.  The two boluses were moved into simple continuous (sc).  On (B)(6) 2021 the patient reported "pump was not working as well as they would like".  On (B)(6) 2021 the patient reported continued inadequate pain relief and requested retrial of bupivacaine as "last ditch effort" to appreciate pain relief.  On (B)(6) 2021 the patient was restarted on intrathecal (it) bupivacaine.  The outcome was noted as ongoing.  The clinical diagnosis was inadequate pain relief.  The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related.  The relatedness to the drug (hydromorphone) was related, and the drug action that caused the event was no change in drug. The event date was (B)(6) 2021. Additional information received from a healthcare provider via a clinical study reported the patient had consulted with a surgeon, on (B)(6) 2022, regarding it pump explant. The hcp prescribed bulbuca 150 mcg bid. Additional information was received from a healthcare provider via a clinical study indicated that the dose was increased 1mg in sc bupivacaine and boluses were decreased to 3x/day and increase dosage to 1.5mg. Additional information was received from a healthcare provider via a clinical study indicated that the patient had increased abdominal pain radiating into back. It was reported that it felt like catheter the had migrated.